Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, a sudden drop in battery longevity was observed on the device. Abbott technical support was contacted and suggested the sudden drop in longevity may have been due to an overestimation, however, the physician alleged premature battery depletion. No intervention was performed at this time. The patient was stable and will continue to be monitored.